Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the remote control buttons leak, the bending rubber cut, the pcb for cmos drive defective, the down pulley wire disconnected pulley wire collar, and the up pulley wire disconnected pulley wire collar; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.